Manufacturer narrative:
Code # 1085 - unlabeled. Physio-control evaluated the customer's device and verified the reported issue. Physio-control also observed that the device was unable to charge (in order to shock) when prompted. As a result, defibrillation would not have been possible if it were necessary. Physio-control then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted diode, designator cr44. When cr44 shorted, it caused significant damage to multiple components on the pcb.

Event description:
The customer contacted physio-control to report that their device was displaying the service indicator and had logged an event code in its memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was displaying the service indicator and had logged an event code in its memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There were no reports of patient use associated with the reported event.